Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an insulation abrasion at 31.5 cm to 32.0 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device. Rib clavicle crush was noted at 33.2 cm to 35.5 cm from the connector pin. This likely contributed to the reported event.

Event description:
It was reported that the atrial lead exhibited loss of capture, noise and low impedance. Lead revision was unsuccessful, the device was reprogrammed. Subsequently the lead exhibited under sensing. The lead was explanted and replaced on (B)(6) 2014. Upon removal insulation anomaly was noted on the lead.